Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), embedded device ("the coils on the left-hand side were embedded in the cornu"), device expulsion ("coil protruding into the / 2 coils extending into cavity from left os at end of procedure / malpositioned essure coil / migration of essure device / the left-hand side was notable for the essure device coiling into the endometrial cavity") and pelvic pain ("pain / pain in my lower area") in a female patient who had essure (batch no: 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemophilia from 2007 to 2012, cervicitis, abdominal pain and uterine bleeding. Concurrent conditions included body mass index normal, anxiety since 2014, iron deficiency anemia since 2007, major depression since 2014, photophobia, chest pain, vaginal odor, delayed period, abdominal pain lower, dysuria, urine odour abnormal, urine abnormal, vaginal pain, vulvovaginal candidiasis, vulval candida, urinary urgency, back pain, vomiting, cervical discharge and adnexa uteri tenderness. Concomitant products included cyclobenzaprine from 2017 to 2018. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("bladder or urinary problems or condition leakage"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("gastrointestinal or digestive system condition-bloating"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection(bladder/urinary tract/vaginal)-urinary"), bacterial vaginosis ("infection(bladder/urinary tract/vaginal)- bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), ovarian cyst ("left ovarian cyst") and arthralgia ("right hip pain") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) gained 20 lbs"). The patient was treated with iron and surgery (bilateral salpingectomy and laparoscopy, d&c on (B)(6) 2017, bilateral salpingectomy, d&c on (B)(6) 2017 and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, urinary incontinence, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, ovarian cyst, weight increased, abdominal distension and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, bacterial vaginosis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Doctor told her there was partial of the coil still inside and they want to do a partial hysterectomy on (B)(6) 2017. Current weight 188 lbs. Ultrasound on (B)(6) 2016 concerning for coil protruding into the endometrial cavity with left ovarian cyst measuring 2.9 cm, complex appearing. Part of coil present on path in left tube. Small fragments broken off while trying to remove remainder of coil hysteroscopically. Partial coil remaining scarred into left cornua with approximately 2 coils extending into cavity from left os at end of procedure. Patient had left ovary cystectomy, bilateral salpingectomy, and hysteroscopy with failed removal of entire left coil (on (B)(6) 2017) for malpositioned essure coil and pelvic pain. Bc inserted into bilateral fallopian tubes and took them out and a piece of the left is still there. Essure device was placed in both sides with 6 coils on the left and 3 coils on the right. Left coil that was not able to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion, migration of essure device; on (B)(6) 2016: total bilateral occlusion, migration of essure device. Ultrasound uterus: on (B)(6) 2014: 10cm, stripe 1.3cm, left ovary simple cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, migraines, nausea, bacterial vaginosis, vaginal discharge, dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: device expulsion, embedded device. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr were received: lot number was added. Events: device breakage, embedded device, device expulsion, vaginal hemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, leakage, migraines, headaches, nausea, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, weight gain, bloating, ovarian cyst, arthralgia were added. Event onset date were added. Concomitant drugs and conditions were added. Lab data were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), embedded device ("the coils on the left-hand side were embedded in the cornu"), device expulsion ("coil protruding into the / 2 coils extending into cavity from left os at end of procedure / malpositioned essure coil / migration of essure device / the left-hand side was notable for the essure device coiling into the endometrial cavity") and pelvic pain ("pain / pain in my lower area") in an adult female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemophilia from 2007 to 2012, cervicitis, abdominal pain and uterine bleeding. Concurrent conditions included body mass index normal, anxiety since 2014, iron deficiency anemia since 2007, major depression since 2014, photophobia, chest pain, vaginal odor, delayed period, abdominal pain lower, dysuria, urine odour abnormal, urine abnormal, vaginal pain, vulvovaginal candidiasis, vulval candida, urinary urgency, back pain, vomiting, cervicitis infection and adnexa uteri tenderness. Concomitant products included cyclobenzaprine from 2017 to 2018. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("bladder or urinary problems or condition leakage"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("gastrointestinal or digestive system condition-bloating"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection(bladder/urinary tract/vaginal)-urinary"), bacterial vaginosis ("infection(bladder/urinary tract/vaginal)- bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), ovarian cyst ("left ovarian cyst") and arthralgia ("right hip pain") and was found to have weight increased ("weight gain / weight gain / loss (specify which one) gained 20 lbs"). The patient was treated with iron and surgery (bilateral salpingectomy and laparoscopy, d&c on (B)(6) 2017, bilateral salpingectomy, d&c on (B)(6) 2017 and left ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, urinary incontinence, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, ovarian cyst, weight increased, abdominal distension and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, bacterial vaginosis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Doctor told her there was partial of the coil still inside and they want to do a partial hysterectomy on (B)(6) 2017. Current weight 188 lbs. Ultrasound on (B)(6) 2016 concerning for coil protruding into the endometrial cavity with left ovarian cyst measuring 2.9 cm, complex appearing. Part of coil present on path in left tube. Small fragments broken off while trying to remove remainder of coil hysteroscopically. Partial coil remaining scarred into left cornua with approximately 2 coils extending into cavity from left os at end of procedure. Patient had left ovary cystectomy, bilateral salpingectomy, andhysteroscopy with failed removal of entire left coil ((B)(6) 2017) for malpositioned essure coil and pelvic pain. Bc inserted into bilateral fallopian tubes and took them out and a piece of the left is still there. Essure device was placed in both sides with 6 coils on the left and 3 coils on the right. Left coil that was not able to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, migration of essure device.; on (B)(6) 2016: total bilateral occlusion, migration of essure device.. Ultrasound uterus - in (B)(6) 2014: 10cm, stripe 1.3cm, left ovary simple cyst.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, migraines, nausea, bacterial vaginosis, vaginal discharge, dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.